Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there is a possibility that the black foreign objects came from some rubber part such as an injection tube that is an accessory of the subject device or something used in the examination room, and it might have been accidentally inserted into the air/water nozzle.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that a black foreign material was clogged in the air/water nozzle. The foreign material seems like rubber in texture and approximately 1mm in size. There were no damage on the all rubber of the subject device. Therefore, olympus (B)(4) surmised that the foreign material was not from the subject device. There was no report of patient injury associated with this event.